Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for eval. If the products(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the "apply sample" message when attempting to test her blood glucose. The reported issue first occurred 1 week before she contacted lfs and had been unable to test ever since. Typically, she tests 1-2 times/day. As a result of the reported issue, she was watching what she was eating more closely. On a "few" occasions during the time period where she was unable to test, she reportedly became lightheaded, anxious and felt that her heart was racing. She attempted to test while experiencing these symptoms but was unable to obtain a result. She administered self-treatment with food and laid down to rest, which eventually helped her feel better. The customer care advocate (cca) walked the pt through troubleshooting and noted that the pt was able to obtain a successful test result with a new vial of test strips. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury after not being able to obtain test results on her meter.